Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device 02 cord is inlet cord is lose and not alarming during testing.

Manufacturer narrative:
H3: one device was received for evaluation. Service history review found no similar events. The customer complaint of "device 02 cord is inlet cord is lose" was confirmed, however, the complaint of "not alarming during testing¿, was not confirmed. During visual inspection it was found that the input manifold was not properly secured to the chassis. The input manifold was secured to the chassis and is no longer loose.